Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? What skin prep was used pre-op? What were current symptoms following the index surgical procedure? Onset date? Were there any pre-existing signs /symptoms of active infection prior to the surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra-op? Were cultures performed? Results? What medical intervention was performed for the patient? Results? Other relevant patient history/concomitant medications product code and lot #. If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that the patient underwent hand surgery on an unknown date and suture was used. The incision was closed with suture. Post-op, the patient returned with redness and infection about one centimeter around the incision. The doctor prescribed antibiotics and the redness and infection cleared up a few days later. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/5/2020. Additional information: d1, d4. Corrected information: g5. Additional information was requested and the following was obtained: I have just received this information from the account. That is the only other information: 4-0 monocryl y496g.